Event description:
New information received notes that lead revision was planned for the patient. It was discovered that the patient's veins are occluded so the revision was not performed and the patient was referred to a different hospital for a lead extraction. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing caused by intermittent oversensing of lead noise were observed. The patient did not experience any pause in cardiac activity because they do not require pacing support. No symptoms were reported. Recommended programming changes will be discussed with the physician.